Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had ball bearings all over the floor in the station area and one of the drawers was hard to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex a and imdrf annex g correction: section d unique identifier (UDI) the report of the drawer rail failure was confirmed by the bd field service engineer (fse). According to work order (B)(4)., the field service engineer (fse) observed that the drawer 3.2 slide rails have failed and replaced the drawer with customer spare. Functionality tests were performed using hardware test application. During dchu laboratory visual inspection of the smart hh cubie drawer module there was no visual anomalies observed. Laboratory testing of the smart hh cubie drawer module observed shifted drawer retainer cages, missing and exposed ball bearings, and missing rail slide bumpers on position one. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d). Root cause: the root cause of the reported malfunction was determined to be a mechanical failure within the slide rail assembly. Specifically, the retainer cage had migrated from its intended position, resulting in missing and exposed ball bearings. Additionally, the drawer was also missing a slide bumpers. The displacement of the retainer cages, along with the presence of exposed and missing components, disrupted the linear motion of the slide mechanism and significantly compromised the drawers functionality, impairing its ability to open and close as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had ball bearings all over the floor in the station area and one of the drawers was hard to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that mechanical failure within the slide rail assembly. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer slide rail was failed. A field service engineer (fse) replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had ball bearings all over the floor in the station area and one of the drawers was hard to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.